Event description:
The customer reported that on avalon fm30 fetal monitor there was no sound and error appears on screen.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer received remote application assistance from philip service engineer. Philips service engineer confirmed the reported issue that there was no sound on avalon fm30 fetal monitor. It was determined that the av-fm30 bus master board was faulty and needed to be replaced to resolve the reported issue. Philips field service engineer was dispatched on site to replace the av-fm30 bus master board. The problem was resolved by av-fm30 bus master board 451261011191 replacement. The software installed successfully to the av-fm30 bus master board. The system was checked and working within manufacturer¿s specifications. The device remains at the customer site.